Event description:
The patient contacted animas on (B)(6) 2012 alleging the over the past week, the pump will turn off on its own after vibrating. The patient reported that she would change the battery and complete the ez-prime step and the pump will remain with power for a few hours and then power off. The patient reported using lithium batteries in the pump, but the problem exists with both alkaline and lithium batteries. The patient reported having used ten batteries in the pump due to this issue. The patient denied any damage to the pump, battery compartment or battery cap. The patient confirmed the yellow o-ring is not visible when the cap is tightened onto the pump. The patient confirmed the battery cap was replaced three months ago. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged intermittent power loss remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 12/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box was reviewed and found evidence that power events had occurred. There was no damage found to the battery compartment or cap. The battery cap secured appropriately to the pump and the pump was exercised for 24 hours without power issue. The pump was opened and no power circuit damage was observed. The battery cap was tested and was found to be within specifications.